Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered and oversensing of short v-v intervals and non-sustained episodes was noted. A fracture was suspected. The plan was to revise the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
A new lead was implanted.